Event description:
Machine alarmed blood leak at initial onset of treatment. Dialyzer was reprocessed on use #2. (Dialysate fluid tested for blood.) Unable to transfuse blood back, 200cc approx blood loss.